Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 548 mg/dl. The customer had issue with air bubbles. The customer reported via phone call that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 548 mg/dl. The customer had air bubbles in the reservoir. The customer stated that one of the reservoir emptied by itself and he throw away the infusion set and the reservoir was not connected to anything as he disconnected everything from the pump. The customer changed set 3 time in one night. The customer was advised that we are sending return packaging and replace supplies.